Event description:
It was reported that the customer had low blood glucose levels. Customer's blood glucose level went down to 50 mg/dl yesterday. Customer has also had a blood glucose level below 50 mg/dl. Customer's blood glucose levels are usually mid 50-60 mg/dl. Customer declined troubleshooting. Customer feels the pump and sets are working fine and it is mainly an issue with herself. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.